Event description:
It was reported that during the procedure, two stents were deployed using two guide wires. There was difficulty removing the guide wire that was under the stents and the tip broke off. Several attempts were made to snare the guide wire, but were unsuccessful. The pt was sent to a different hosp to have the guide wire removed.